Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.

Event description:
During an aneurysm coiling procedure, it was reported that during coil delivery resistance was felt and the coil could not be detached. During withdrawal of the coil, the coil broke. The broken segment was successfully retrieved. No patient injury reported.